Manufacturer narrative:
The report of dim/missing segments was confirmed dimmed segment(s) on all eleven (11) returned pump module display boards. Testing performed on the returned pump module display boards found at least one led on the seven segment led to be dim. The affected component on the returned display boards is u4 (led display 7.6mm) the devices were being used for treatment a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that the led screens were dim or have missing segments, which can result in incorrect information being displayed to the clinical operator of the device (example: it would appear as number "5" instead of number "6"). There has been no patient consequences.